Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test. The device was received with a motor error alarm during the basic occlusion test due to loose/protruded drive support disk. The pump was unable to perform the unexpected restart alarm error, prime, excessive no delivery and occlusion tests due to the motor error alarm. The pump was received with a normal operating current. The pump passed the self and off no power tests. The device was received with a minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, cracked battery tube threads, stained end cap sticker and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.